Manufacturer narrative:
(B)(4): results: (endoleak), (angulated aorta). Conclusion: (angulated aorta).

Event description:
Medtronic received the following journal article which is summarized in the following: "challenging endovascular repair of a critical aortic endograft migration and massive type iii endoleak", interactive cardiovascular and thoracic surgery, 2010;11: 257-259. (B)(6). Aneurysm and vessel morphology at the time of implant were not reported. The article concerned one male patient implanted on an unk date (likely in 2000-2001) with two 100 mm long talent taa stent grafts (B)(4). On an unk date, the patient ((B)(6). At the time of the event), presented emergently with a 85x78 mm taa and a migration of the two talent grafts, resulting in a junctional type iii endoleak (see MFR #2953200-2010-02373). The aorta was extremely curved, and it was commented that the stent graft initially likely did not have a complete seal in the distal aortic arch, leaving a residual mild type I endoleak. Two medtronic thoracic stent grafts that are not approved in the united states were placed with 6 cm of overlap and ballooned to successfully resolve the endoleak. The patient had a perioperative stroke in the right middle cerebral artery with residual left hemiplegia. No intervention was reported. The patient was asymptomatic 8 months post-procedure. The physician was contacted and requested to provide specific information related to each event, such as lot number, implant date, intervention and patient outcome. At this time, no further information was provided.